Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cord has foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the reported event the most probable cause traced due to a component failure and for the additional finding the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited noisy image. The issue occurred during setup/ inspection for use. There were no reports of patient involvement.